Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to patient dissatisfaction. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Corrected data: product components. Only one cylinder was implanted on (B)(6) 2017 and explanted on (B)(6) 2017.

Event description:
Additional information was received on october 11, 2017 indicating that this event is not reportable. The reason for the patient's dissatisfaction was due to "patient wanted an inflatable." It was additionally reported that patient only had a single cylinder component implanted and therefore only one cylinder was removed. No additional patient complications were reported in relation to this event.